Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms. A lead safety switch (lss) was also declared which switch the pace/sense configuration from bipolar to unipolar. There was no noise except for unipolar sensing. Technical services discussed programming options. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms. A lead safety switch (lss) was also declared which switch the pace/sense configuration from bipolar to unipolar. There was no noise except for unipolar sensing. Technical services discussed programming options. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms. A lead safety switch (lss) was also declared which switch the pace/sense configuration from bipolar to unipolar. There was no noise except for unipolar sensing. Technical services discussed programming options. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.